Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The distal conductor was found to have blood/fluid obstruction. The analyst noted the guidewire insertion test failed due to dried blood in the distal conductor. (B)(4) the full lead was returned in segments and analyzed. Analysis found the inner insulation was breached with metal ion oxidation. Blood/body fluid was noted on all conductors (not obstructed). The outer insulation was melted, breached cut and had cosmetic metal ion oxidation, a cosmetic depression and cosmetic environmental stress cracking. The inner insulation had cosmetic metal ion oxidation. Blood was noted in/on the helix/lobe mechanism and the helix was disengaged from the helical channel.

Event description:
It was reported that during the system upgrade the left ventricular (lv) lead had difficulty going over a competitors guidewire and would not track in the lateral branch. The atrial lead has low impedance and no capture. Both leads were removed and replaced. No patient complications have been reported as a result of this event.